Event description:
It was reported that balloon rupture occurred. The target lesion was located in the av fistula. The 9.0mm x 40mm, 75cm mustang balloon catheter was used to dilate the lesion. The balloon ruptured at 17 atmospheres. The number of inflations is unknown. The device was completely removed from the patient's body. No complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual examination of the balloon material identified a longitudinal tear in the balloon. The tear stretched across the main body of the balloon, from the proximal to the distal markerband and measured 4.5cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).